Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer required 3rd party assistance from a friend, who assisted by getting the customer her insulin. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 400 mg/dl at time of event.